Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set soft cannula bent events on 17-apr-2024. Insertion site was at abdomen. Event occurred after three hours of insertion. The set was in use for less than a day. Blood glucose levels were high (specific value unknown) at the time of event. Patient took correction injection via multi-daily injections to address the event and replaced infusion set and resumed insulin successfully. . Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1880654 - MDR 3003442380-2024-06418 - device 2 of 2.